Manufacturer narrative:
Evaluation summary: no sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to optonol's release criteria. Because a sample was not returned, the root cause cannot be determined. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A surgeon reported that approximately 6 weeks after a glaucoma filtration shunt was implanted, a patient had atopic dermatitis that caused filamentary keratitis and a conjunctival ulcer on the bleb. The findings were treated with a bandage contact lens and steroid drops. The event resolved 2 weeks later. The surgeon reported that the event was not caused by the shunt.